Event description:
It was reported that during the implant procedure, a lead was attempted to be implanted but there was placement difficulty due to a malfunction with the helix. After multiple attempts, the helix would not retract. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was received with the helix fully extended. Distortion and fractured of the distal conductor within the is-1 connector was observed. This is indicative of the connector pin being turned an excessive number of times during helix extension. If information is provided in the future, a supplemental report will be issued.